Manufacturer narrative:
Bd life sciences - preanalytical systems received 2 samples and 4 photos from the customer facility for investigation. Based on the evaluation of the samples and photos, bd (B)(4) observed two tubes with a hole in the side of the tubes. The manufacturing records were reviewed for the incident lot and no issues were identified. Further investigation activities were conducted, and a potential root cause has been identified. Conclusion: root cause: silica clot activator is sprayed on to the tube walls and then a nozzle which blows hot air enters the tube to dry the spray. It appears in this case, the nozzle has contacted the lip of these tubes, causing it to deflect. These nozzles which are hot, have then touched the outside of these tubes causing melts. Bd was able to duplicate or confirm the customer's indicated failure mode.

Event description:
It was reported that bd vacutainer® brand sst ii advance tubes containing silica and gel had a hole in the side wall. No injury or medical intervention.